Event description:
Customer reported the system is having problems booting up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse in the 24 volt power supply. No pt injury was reported.